Event description:
Preliminary report states: pt was in a cardiac arrest code situation. Ems used 3 bag mask resuscitators and each one separated between the blue bad and the pt valve during use. They were unable to revive the pt.

Manufacturer narrative:
We have not yet gotten the device back for evaluation. The instruction sheet states: "it is recommended that the bag resuscitator assembly be compressed several times to verify proper function of the unit." The pt was in cardiac arrest we do not know if this malfunction changed the outcome of the treatment. The pt valve can be re-assembled to the bag if they separate.